Event description:
It was reported that during an ultra low anterior resection procedure the device was used to transect colon; staple line appeared normal. When procedure finished pressure tested with air and noticed small gap in staple line. Oversewed staple line with pds suture which appeared to close the gap. No patient consequences reported. Procedure was prolonged by twenty minutes. Device was discarded. The patient returned eight days post op fora bowel obstruction and deterioration. The patient is now recovering. Additional follow up is being conducted. If additional details become available a 3500 a supplemental will be sent.